Manufacturer narrative:
One sensor enabled, advisor fl circular mapping catheter was received for evaluation. During testing electrode 1 read as an open circuit. Following the dissection of the advisor fl catheter it was determined that the open circuit was caused by a broken tip electrode wire just proximal to the tip electrode. Shaft material was removed in-between the tip and ring electrode 1 and a blood like substance was witnessed under the shaft material due to a void from the shaft material not being flush with the tip electrode. The tip electrode wire was witnessed free floating under the shaft material where evidence of the broken wire was seen within the solder of the tip. Electrode 2 met specifications of acceptable resistance values with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured wire remains unknown.

Event description:
This report is to advise of an event observed during analysis confirming a gap between the shaft material and the tip electrode.